Event description:
End user alleges toggle switch is really loose and unit shuts down. End user was stranded in home not able to go to restroom. She can get chair to turn on but is not able to touch the joystick. Chair is approximately 10 years old.